Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in patient for endovascular treatment of a 65 mm diameter abdominal aortic aneurysm. A talent cuff was implanted three years later. An endurant aortic cuff was implanted six years later, details unknown. It was reported that the patient presented emergently approximately nine years and ten months after the index procedure. A type iii separation endoleak between the talent cuff and the aneurx bifurcate stent graft leading to aneurysm enlargement was observed. The patient received treatment. The physician elected to implant a 36 mm endurant aui stent graft with occluder and perform femoral-femoral bypass. The physician advanced the aui delivery system on the left side. The stent graft was deployed properly; however, there was difficulty removing the delivery system. The aui stent graft was extended with an endurant limb extension. The angiogram showed a type iii fabric endoleak. The physician believes that the fabric of the stent graft may have been torn by the spindle of the delivery system upon rem oval. The physician elected to implant a 32 mm endurant aui stent graft to reline the existing stent grafts. The final angiogram showed that the endoleak had reduced, but a slight type IV endoleak, blush was still seen in the abdominal aortic aneurysm. A CT scan done a day later showed that the type IV endoleak had resolved. Per the physician, the cause of the events were unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.